Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post operative a low anterior resection procedure, the patient experienced low blood pressure and bleeding from the anastomosis site. During the procedure, the device was used and fired fine, the donut was inspected and looked fine. The patient had to have a blood transfusion and received six units of blood as well as two units of plasma. The bleeding was controlled by stabilizing the patient¿s blood and plasma levels. The patient is stable and remains in the hospital. The device was discarded.